Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. It was reported that, it was unknown if the tear occurred prior to the valve deployment although likely. The CT surgeon and ic agreed that wire perforation was the culprit. The root cause of the event was likely due to procedure related factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-05431.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, there was resistance between the 23mm sapien 3 ultra valve/23mm commander delivery system and the 14fr esheath. As reported, a 16fr dilator was needed for vessel dilation prior to the 14fr esheath. The tf access was difficult with high push force reported by the operator during valve insertion through esheath. The high push force was experienced during advancement through the semi expandable portion of the sheath and the next 10cm. An epicardial halo was noted on fluoro prior to valve deployment. The decision was made to proceed with valve deployment. Pericardial effusion was noted on tee, pericardial window performed. Bright red blood was reported by surgeon in pericardial sack, with decision to perform open sternotomy. Open conversion completed with cardiopulmonary bypass support. A left ventricle (lv) tear was noted and repair performed by the physician. The patient remained hemodynamically stable during procedure. Once hemostasis of the lv was achieved, the patient was weaned from bypass with no difficulty. Total clamp time was 21 minutes. The valve remained implanted. Upon tf removal of 14fr esheath, dissection/occlusion noted of the left common iliac artery. There was no damage observed on the sheath or valve frame. The team was unable to percutaneously repair and then decided to perform fem-fem bypass. The bypass was performed successfully with restoration of perfusion with doppler signals noted bilaterally at dp. It is unknown if the tear occurred prior to the valve deployment although likely. The CT surgeon and ic agreed that wire perforation was the culprit. The patient transferred in stable condition to ICU.